Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 263 mg/dl, 308 mg/dl and 122 mg/dl when all tests were performed within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter would not provide any info, and so no product will be returned for eval.